Manufacturer narrative:
Na additional suspect medical device components involved: model #: tcn-10-3m lot #: 030515 description: nitinol tc electrode, 100 mm, with 3m cable.

Event description:
Device evaluation for the returned electrodes revealed that the epoxy was discolored and had a chip out. If the epoxy is subjected to too many autoclave cycles the epoxy becomes brittle and discolored.